Event description:
It was reported that this device is currently under advisory for premature battery depletion. The device was subsequently explanted and replaced due to this. No additional adverse events were reported.

Manufacturer narrative:
Patient code 3191 is used to indicate surgery. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in (B)(6) 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this device is currently under advisory for premature battery depletion. The device was subsequently explanted and replaced due to this. No additional adverse events were reported.